Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "exchange of textured breast implants due to the patient¿s concern with the product ." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow and brown particles, missing, opening plug strap. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on radius side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge openings on radius side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "exchange of textured breast implants due to the patient¿s concern with the product ." Device has been explanted.